Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+2.5/096 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2024 due to low vaulting with rotation. The lens was replaced with a longer length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Claim # (B)(4).